Manufacturer narrative:
Updated: a4, b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, an echocardiogram was performed that revealed central aortic regurgitation of unspecified severity; however, the patient remained stable. It was noted that there was no infold or indents observed on xray or echocardiogram, and a leaflet issue was suspected. Subsequently, a post-implant bav was performed. Following the post-implant bav, the central aortic regurgitation remained on echocardiogram. At this point, the physician suspected that a leaflet was pinned or torn. Therefore, a second transcatheter valve was implanted using a new delivery catheter system (dcs). Following the implant of the second valve, the central regurgitation was the same, and the patient became unstable with hypotension attributed to the valves. Additionally, poor coaptation of the valve leaflets occurred. Subsequently, the procedure was converted to open heart surgery to explant both transcatheter valves, and implant a surgical aortic valve. Following the explant, denting/folding was noted on one of the leaflets on the transcatheter valves. Per the physician, the patient's calcified anatomy contributed to the event. Additional information was received that the aortic insufficiency was severe. No torn leaflet was seen upon explant. The folding/denting was observed on both valves.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Following the implant of the valve, an echocardiogram was performed that revealed central aortic regurgitation of unspecified severity; however, the patient remained stable. It was noted that there was no infold or indents observed on xray or echocardiogram, and a leaflet issue was suspected. Subsequently, a post-implant bav was performed. Following the post-implant bav, the central aortic regurgitation remained on echocardiogram. At this point, the physician suspected that a leaflet was pinned or torn. Therefore, a second transcatheter valve was implanted using a new delivery catheter system (dcs). Following the implant of the second valve, the central regurgitation was the same, and the patient became unstable with hypotension attributed to the valves. Additionally, poor coaptation of the valve leaflets occurred. Subsequently, the procedure was converted to open heart surgery to explant both transcatheter valves and implant a surgical aortic valve. Following the explant, denting/folding was noted on one of the leaflets on the transcatheter valves. Per the physician, the patient's calcified anatomy contributed to the event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012914390); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evfxplus-26 (r018254); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.